Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. In this case, based on the reported information, it may be possible that the difficulty retrieving the filter was due to an excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter and with additional force being applied, damage to the barewire stop occurred resulting in dislodgment of the filter; however, without having the device to examine, this could not be confirmed. Unexpected medical intervention was required to retrieve the filter with a snare device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with moderate calcification. The emboshield nav6 embolic protection system (eps) was advanced to the intended location and remained in place for the duration of the procedure without issue. Upon attempted removal of the emboshield nav6 eps, when the filter was about half way into the retrieval catheter, it was unable to be pulled in any further. The filter and retrieval catheter were pulled to the sheath but the filter dislodged from the system despite the intact barewire. The filter was retrieved with a snare and there were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.